Event description:
During an atrial fibrillation procedure, there was no connection to the field frame generator which resulted in a delay. The procedure was delayed approximately 45 minutes while another field frame generator and field frame connector cable were acquired from a secondary system within the facility. Further troubleshooting revealed that the field frame generator and field frame connector cable in question did not communicate with the ensite x system. The secondary field frame generator and field frame connector cable connected appropriately and were used to complete the case successfully without issue.

Manufacturer narrative:
One ensite x ep system field frame was received. Evaluation testing was unsuccessful as the field frame was connected to the test station and no communication was established. Based on the information and investigation provided to abbott, the root cause was isolated to open electrical circus within the field frame. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformance associated with the reported event were identified.